Event description:
It was reported that the insulin pump alarmed compromised force sensor system. Customer's blood glucose was 188 mg/dl. The customer was advised to revert to a back up plan per healthcare provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.